Event description:
The customer obtained results of 329mg/dl within 4 minutes on the same device. On another comparison, customer reportedly obtained values of 243mg/dl and 67mg/dl within 10-15 minutes on the same device. A third comparison produced results of 270mg/dl and 103mg/dl back to back on the same device. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.